Event description:
Customer reported receiving a blood glucose result of 103 mg/dl, and then approximately twenty minutes later entered into a hypoglycemic seizure. Customer was treated at an emergency room, and glucose was administered in order to stabilize blood glucose levels.

Manufacturer narrative:
The product have been requested back for an investigation.